Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had a duplicate pocket address. A field service engineer found that the drawer 3 was off the bus with duplicate pockets and found liquid damage on the row board damaged in the d position. Fse replaced flat flex cable, row board, and row board cable. Reinstalled drawer, recovered pockets, and completed final testing and pharmacy staff reloaded the two medication and station restarted and functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the pocket in drawer 1 had duplicate address. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.